Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 50-60 mg/dl throughout the day and carbohydrates were consumed to address the bg level. The cause of the low bg was not known. The contact declined to upload the pump data for review. The pump settings were reviewed and no issues were observed. Tandem technical support advised the contact to discuss the low bg with a healthcare provider.